Event description:
During a breast augmentation the pt was burned on the areola of the left breast along the incision line. Steri-strips were applied as is the physician's standard for breast augmentation, no additional treatment was provided. The surgical assistant reported the pt was seen twice since the surgery and the burn was healing without scar.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.